Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has low battery. There was no patient involvement.

Manufacturer narrative:
Event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the unit and found that the unit is working ok. But error message: low battery. Empty battery icon is flashing on the display, when the unit is being operated on battery mode. Unit needs replacement of power supply charger board. Unit is working satisfactorily in ac mains. Unit  passed all functional and safety tests per factory specifications,  returned to customer for use.